Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model grpl450-1, serial number/date (B)(4) is approximately 2 years, 1 month old. The owner's manual part number 1078987, rev.j(may-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
A dealer has called to report that one front caster wheel turns but does not swivel. No injury has occurred. The part has been sent to this dealer for repair of the unit. Any further information received will be filed in a supplemental report.